Event description:
According to dr (B)(6), both microtips needles broke at the junction where it meets the handpiece horn. Neither patient was harmed as a result. Both needles were easily removed from the patient and a second handpiece finished the procedure. Only one microtip was saved and will be returned to biohazard return site.

Manufacturer narrative:
The doctor intervened by removing the needle and finishing the procedure with a different unit. By design (shape of nose cone and length of needle, the needle can never be fully implanted if it separates and remains in the patient. The facility stated that they did not have the patient's weight information. There were no injuries or adverse events to the patient due to the unit malfunction. Additional followups (3) were performed requesting further information from the doctor, but the doctor was unavailable to speak to. The handpiece will be returned for evaluation. Historically, breakage occurs during side-load force due to aggressive behavior. Refer to our internal document (B)(4).